Event description:
It has been reported that the neurosensor probe becamme loose with the bolt in the pt's head. As a result, the depth of the probe increased. The pt was not injured by the movement of the probe. The pt was placed in a triadyne rotating bed, which may be related to why the probe became loose. The surgeon is uncertain of the initial tension on the compression cap. The probe depth was adjusted, and the cap tightened upon which the probe functioned properly.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported info.